Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the ostium of the right internal carotid artery (rica) target lesion during the study index procedure. A 6 mm angioguard embolic protection device was used during the procedure. The patient left the angiography suite with no neurological deficit reported. There were no device deviations, procedural complications or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Ten days after the index procedure, the patient experienced a severe headache and was admitted emergently due to generalized tonic clonic seizures. The patient underwent a CT cerebral angiogram which revealed a possible non-occlusive intraluminal thrombus along posterior wall of the right ica stent with small non-flow limiting dissection flap noted distal to the stent. There was no evidence of post-stenting cerebral hyperperfusion or infarction. Tcd's obtained did not visualize the side of interest, but did not show any evidence of hyperperfusion. No re-intervention was performed. The patient was discharged three days after admission in stable condition. The discharge report indicated that hyperperfusion syndrome caused the seizure and headaches the patient experienced.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the 5 mm curved dissector was not functional. The dissector was not completely fixed to the shaft. The hinge allowed the dissector to move slightly upwards and downwards. It did not give the stability needed to dissect in the appropriate way. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. Upon functional testing of the device, the end effectors performed as intended without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.